Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 9.82 mmol/l accompanied by a data flag. The value seemed suspicious to the customer, so the sample was repeated twice, resulting in glucose values of 5.20 mmol/l and 5.20 mmol/l. The glucose reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.